Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported an ECG failure occurred during the charging process. Patient harm was listed as yes. Additional details have been requested.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Based on the information available, the cause of the reported problem was not confirmed, device was evaluated and repaired by third party, no action from philips is needed. Device was evaluated and repaired by third party. No further information for the cause of the reported problem and resolution was provided. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. H3 other text : device was evaluated/repaired by third party. No further info for resolution was provided.

Event description:
It was initially reported an ECG failure occurred during the charging process with patient harm listed as yes. It was clarified via email that the ECG failure occurred during the charging period, device was in charging period and stand by, with no patient involvement and no patient harm. As the issue occurred with no patient involvement, this report has been updated from serious injury to product problem.